Event description:
It was reported that the rotawire fractured and retained inside the patient. The greater than 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive was selected for use. During procedure, it was noted that after the removal of rotalink plus 1.50mm, a portion of the radiopaque tip about 0.014 inches of the rotawire drive floppy was fractured in the distal part. The physician chose to leave the fragment in the patient, since it was in a distal branch with no risk of complication. There were no patient complications, and the patient was expected to fully recover.